Manufacturer narrative:
A graphic user interface (gui) to breath delivery (bd) cable was returned to covidien/medtronic¿s product analysis. A visual inspection was performed on the returned component and no anomalies were found. The gui to bd cable was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) and an analog interface (ai) pcb were returned to covidien/ medtronic¿s product a nalysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up, an 840 ventilator went into an inoperative state. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the analog interface (ai) printed circuit board (pcb), breath delivery (bd) to graphical user interface (gui) cable, and the bd pcb. The unit passed all testing and operated within the manufacturing specifications.